Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date n/a continuation of d10: h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, there were positioning difficulties during valve deployment. Subsequently, the valve dislodged during the initial deployment attempt, resulting in a dissection of the ascending aorta. The valve was recaptured and withdrawn from the patient. Surgical repair was performed to treat the dissection. A procedure delay of 5 hours occurred.

Manufacturer narrative:
Updated data: b5 d4 h4 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the transcatheter valve implant, during the first deployment, the valve dislodged and was recaptured. The valve was deployed a second time and was implanted. After the valve implant, echocardiogram revealed a dissection and the patient was taken to surgery for the valve explant and surgical repair. Per the physician, the dislodgement of the valve caused the dissection in the aorta. The transcatheter valve was replaced with a surgical aortic valve.